Event description:
The advocate stated his wife was admitted to the hospital due to low blood glucose. While at the hospital she ran a blood glucose test on her contour next link 2.4 and the reading was 78mg/dl. She was retested by the hospital system and the reading was 48mg/dl. Further information was not provided regarding the hospital admission or the difference in the readings. Although customer stated the strips she used at the time were stored correctly, she admittedly put some of the contour next strips in a non-ascensia bottle when she took them to the doctor. Strip information was not provided. Product was not expected to be returned. Product was not replaced.